Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other complaint with associated lot number. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA.

Event description:
It was reported that while attempting to deploy the proximal wing the physician noticed that the device felt as if it pulled through the arterial wall. It appears that physician ejected the implant from the delivery system at this point as the implant is reported to be in the soft tissue under the skin. The procedure was completed and manual pressure held for 10 minutes. 3 days later the patient was brought back to the facility with symptoms of pseudoaneurysm. The physician used a thrombin injection to treat the pseudoaneurysm. There was no further incident and to our knowledge the patient is now well. On a further update implant was observed to be away from the arterial wall in the tissue tract.